Event description:
A customer reported experiencing a cgm error 42. The customer's blood glucose level was not adversely impacted. As a resolution, complete pump reset information was provided to the customer, who planned to reset the pump at their convenience and would contact support if the issue persisted. Reset instructions were also emailed, with advice to call if the problem was not solved.